Event description:
In 2006, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Post-operatively, aneurysm growth was noted. A possible proximal type I endoleak was recently discovered, resulting in a reintervention in 2008. An aortic extender component was placed, resolving the endoleak. The patient is fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The re view of the manufacturing paperwork verified that this lot met all pre-release specifications.